Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad buttons were all found to be intermittently responding during testing. The keypad was removed for further investigation. The 'up' and 'down' button contacts were found to be misaligned and inverted. Evidence of adhesive was observed under the button contacts.

Event description:
The patient's father reported that the 'down' arrow is not always responding when pushed. He states the button feels flat with no spring or bounce back. He reports it feels like it has shifted. The patient wears the pump in a pouch on his waist. No reported holes or tears in the keypad. The pump is not exposed to water or cleaning products.